Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues were verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, an unspecified malfunction occurred. Customer's blood glucose level was 396 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.